Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was a precision valve with 3 dots. The valve was hydrated for about 25 hours. The valve was visually inspected; no defects were noted. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code (B)(4) with lot ctkbpm, conformed to the specifications when released to stock in (B)(6) 2015. No root cause could be determined as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Clinical had trouble priming through the valve during the case and replaced the valve with a like of like item during the case. Upon initial investigating at the office, could not see any obvious issue and the valve was able to be primed. Attempted to obtain more information from hospital and clinical staff but did not receive any further response. 5 minutes delay, no adverse event reported.